Manufacturer narrative:
Method: actual device not evaluated as device was not returned to the manufacturer. This MDR is being filed beyond the 30-day reporting requirement due to our initial assessment resulting in the opinion that the complaint allegations arising from this lawsuit were too vague and not specific enough to form a conclusive decision. After further thought and review, this MDR is being filed. Thus far, investigation into this claim has included a review of the claim allegations, a review of the cbi complaint system which did not identify any previous complaints matching the provided details, a review of the received patient medical records, reassessment of the ae reporting decision tree in which a determination to file an MDR was made, a review of the device history records which indicated the products were manufactured to specifications, and a review of the biodesign surgisis tissue graft IFU (B)(4). Base on the information received, we do not believe the surgisis grafts caused the patient's complaints and need for additional surgery. Based on our experience and understanding of the relevant science and medicine, we believe that the synthetic gynecare mesh was the product that had to be excised on multiple occasions. The investigation into this report remains ongoing. If/when additional information is obtained a follow-up report will be filed.

Event description:
The patient and her attorney have reported that the patient has experienced pain and other symptoms and undergone additional surgery after the implantation of a gynecare mesh and a surgisis graft. The original procedure occurred in (B)(6) 2008 at (B)(6) hospital and included an exam under anesthesia, total vaginal hysterectomy, pubic bone sling with a gynecare mesh, anterior pelvic repair with a surgisis graft, posterior pelvic repair with a surgisis graft, bilateral uterosacral ligament suspension, bilateral sacrospinous ligament fixation, cystoscopy and perineorrhaphy. The surgery was performed by dr. (B)(6). A review of received patient medical records indicated that during the original surgery a "... 2x4 cm area of gynemesh was constructed as a sling and a layer of 4-ply surgisis was placed both in front of and behind the mesh, creating a barrier between the mesh and vaginal mucosa..." In addition "... A 7x10 cm sheet of surgisis graft was then constructed and placed in the anterior compartment..." And a "... A 7x10 cm sheet of surgisis graft was then constructed with the arms extending from a broad base..." For the posterior repair. The patient's outcome as obtained from received medical records is as follows: (B)(6) 2009 dr. (B)(6) performed an "excision of vaginal mesh erosion, and vaginal revision" at the (B)(6) hospital. On (B)(6) 2009, dr. (B)(6) performed an "excision of vaginal granuloma and vaginal revision" at (B)(6) hospital. On (B)(6) 2010, dr. (B)(6) performed an "excision of vaginal granuloma, vaginal urethrolysis, extensive lysis of pelvi adhesions, and excision of vaginal and paravaginal mesh with diagnostic cystoscopy" at (B)(6) center. On (B)(6) 2010, dr. (B)(6) performed an "excision of vaginal polyp, cystoscopy with urethral calibration, excision of vaginal mesh and vaginal permanent sutures, as well as injection of trigger points" at (B)(6) center. On (B)(6) 2011, dr. (B)(6) performed an "excision of vaginal polyps, excision of paravaginal mesh, cystoscopy, and ureteral calibration" at (B)(6) hospital.